Event description:
Would not burn initially - there was no power output. They recycled the power and it worked but temperature would only go to 80 degrees then drop to 70 degrees. Started ablation in temp control mode, but then the doctor was not happy with the inability to get to his desired watts, which he then asked to switch to power control mode. The physician switched catheters three times saying he could not get correct watts. Unsuccessful av-node ablation. Patient died in his sleep 4 days after the procedure.

Manufacturer narrative:
Awaiting for the return of the reported devices. Once received, product analysis will be conducted. Investigation results and follow-up report will be submitted when completed. There were no similar complaints reported for this device. Related to MDR: 3006705070-2009-00026; 3006705070-2009-00027; 3006705070-2009-00028; 3006705070-2009-00025.